Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
The patient is a participant in the clinical service project study.

Event description:
It was reported that the right ventricular (rv) lead was not properly connected to the implantable cardioverter defibrillator (ICD) at implant, resulting in inappropriate shocks. The lead was explanted and replaced with a new rv lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: product performance information was returned, analyzed, and oversensing was found. A total of 38 ventricular non-sustained tachycardia episodes <(><<)>=210ms occurred on (B)(6) 2007. Seven ventricular fibrillation episode at <(> <<)>=210ms occurred on (B)(6) 2007.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.